Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 06/18/2015 with the following findings: on investigation, the alleged loss of prime issue was verified in the black box but not duplicated in the evaluation. Review of black box data found loss of prime warnings due to non-zero low force. Using test caps, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. Normal and audio bolus were completed and recorded correctly. The force senor calibration reading was within specifications. Normal and audio bolus were delivered and recorded correctly.